Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a vasectomy. Intermittent captures were noticed. Patient had some intermittent brady prior to the lead revision. On (B)(6) 2018, the lead was capped and replaced. The patient condition was stable during and after the procedure.